Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the medical records by the hcp noted the following: patient has increased knee effusion post-operatively with knee aspiration on (B)(6) 2019. Patient positive for pain, stiffness, weakness. Pt knee reveals some mild swelling, mild to moderate effusion. Aspirated 20ml bloody synovial fluid to try to help quadriceps. 22 g needle, 30cc fluid drained from knee. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: knee creations accufill bone substitute material 5cc catalog #: 201.050 lot #: 1020510193. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3008812173-2020-00011, 3008812173-2020-00012.

Event description:
It is reported that the patient experienced pain, stiffness, weakness, mild swelling and mild effusion within eight (8) days following a left knee subchondroplasty utilizing accufill injections. The patient was treated with an aspiration to drain synovial fluid from the knee and recovered without further complication.